Event description:
It was reported two months after implant that the patient's right ventricular (rv) lead dislodged as evidenced by elevated pacing threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).